Event description:
It was reported that hours after implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced four inappropriate shocks, probably due to presence of air bubble. Some signal alterations were still visible during manipulation of the ring in primary vector, while signal was stable both manipulating the tip and the can in secondary vector. An x-ray was performed and the device and lead were in the correct position. The patient remains hospitalized and the device remains off. Tomorrow another follow-up will be performed before switching therapies to on. Additionally, no noise was reproducible and no signs of air bubbles were observed during the follow-up. The device therapies were programmed on and the patient will be discharged in a few days. No adverse patient effects were reported. This s-ICD remains implanted.

Event description:
It was reported that hours after implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced four inappropriate shocks, probably due to presence of air bubble. Some signal alterations were still visible during manipulation of the ring in primary vector, while signal was stable both manipulating the tip and the can in secondary vector. An x-ray was performed and the device and lead were in the correct position. The patient remains hospitalized and the device remains off. Tomorrow another follow-up will be performed before switching therapies to on. Additionally, no noise was reproducible and no signs of air bubbles were observed during the follow-up. The device therapies were programmed on and the patient will be discharged in a few days. No adverse patient effects were reported. This s-ICD remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.